Event description:
A malfunction was reported on the pump by the customer, showing the malfunction code malf 12. Information about the impact on the customer's blood glucose level was unknown or declined. The customer reported at least three occurrences of this malfunction, and tandem technical support resolved the issue by sending a replacement pump. The customer was instructed on how to return the problematic pump and prepare it for shipping, and they confirmed their understanding of these instructions.